Event description:
A (B)(6) female patient contacted zoll customer support to report several adjust belt messages. The patient was provided with a new electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (several check belt messages) has been confirmed. Upon evaluation, the pca board in the electrode node nearest the front te pad was shorting the -5v power supply. The cause for the shorted power supply is due to a defective voltage component (v2). No adverse event resulted from the electrical short. The patient receive a replacement electrode belt.